Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) stated that the ir (infra red) pod was adjusted for max tracking. He informed the customer to pull on the handle of the halo (tracker assembly structure) and not the ir pod (infra red illumination source for tracking). Tm reviewed the logfile and it indicated the system generated messages in reference to tracker. The system prompted the user that either the pupil was out of range or that it was not found. Tm stated that the most possible causes for the pupil tracking messages include improper user handling of the eye tracker assembly, excessive pt eye or head movement, and blockage of tracker illumination sources by surgeon's hands/tools or surgical drapes. A review of the complaint database for the prior three months revealed no other complaint was reported for the system. Conclusion: based on the results of the investigation, the root cause for the reported event is user handling, as the tm indicated, the most likely cause for the infra red tracker illumination sources going out of adjustment was the action of pulling on them, instead of using the side handles on the tracker assembly. (B) (4)

Event description:
Adverse event: interrupted surgical procedure. Malfunction: eye tracker difficulty. A technician reports having difficulty tracking pupil although calibration tracking was fine during refractive surgery. She stated that the difficulty in tracking did not cause any harm or injury to the two pts. The first case (one pt - 2 eyes), the system did track after some effort, and the case was completed without any interruptions. On the second case (one eye), trying to engage the tracker was a challenge and the surgeon decided to switch the pt to another laser. Both pts, she stated, have been seen postoperatively, and the surgeon does not have any concerns about their outcomes due to the reported event.